Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl while wearing the pod between 49 and 71 hours. The patient reported having connectivity issues activating a new pod to the personal diabetes manager (pdm) noting pod could not be found. The patient further stated that they had to do a power cycle and tried three times and then it worked. There was no medical assistance required.the device evaluation found a damaged cannula.

Manufacturer narrative:
The pod was received for evaluation fully deployed with cracks observed on the top housing and a drilled hole in the bottom housing. Investigation found the reservoir cap and the reservoir to be damaged above the plunger level. Due to physical damage to the reservoir cap, the ratchet gear could not be rotated. The reservoir cap damage and damage on the underside of the bottom housing aligned indicating they occurred post-use. The download data shows no timeouts and no drive stalls were observed in the download data. A 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. No other damage or defects were found with the device that would cause a communication error during use. The exact cause of the reported communication error cannot be determined. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 16.58mm in length, due to the damage to the soft cannula. However, the exact cause and timing of this event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.